Event description:
Device was being used in procedure when apparently pencil tip portion of disposable equipment "burned off". The operations and output of unit using model 454a analyzer were evaluated and all outputs, both cut and coag meet valleylab specifications. There was no negative outcome or injury to pt.